Manufacturer narrative:
The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The user interface was returned to failure investigation. The root cause was determined to be an lcd panel that showed contamination/ air ingress in the bottom left corner due to the lcd seal failing. This led to the display not showing the correct content in that corner. No signs of external force or cracks were found.

Event description:
The customer reported the touch screen is non-responsive in the lower left corner. The customer reported there was no patient involvement.